Event description:
Follow-up identified the ipg was explanted and replaced on (B)(6) 2017 which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he experienced pain at ipg site regardless of stimulation being on or off. Reportedly, surgical intervention maybe undertaken as the next course of action.